Manufacturer narrative:
On january 20, 2022, mentor became aware that the patient also experienced bilateral asymmetrical issue in addition to bilateral rippling, which required surgical intervention (fat grafting). Corresponding code "deformity/ disfigurement" has been added to field h6 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 1, 2021, mentor became aware that the initial reporter is known and was reported as unknown under the previous initial submission. The information has been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(4) clinical trial, participant 326-119. It was reported that a hispanic female patient underwent reconstruction surgery with 685cc mentor memoryshape breast implant (mentor glow study gel devices) on (B)(6) 2017, and experienced bilateral rippling, which required surgical intervention (fat grafting). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.